Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion and failed to restart after the alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, g4. H11: the device was received for evaluation. During functional testing, the device was sent for downstream occlusion testing and the reported problem of 'downstream occlusion will not restart' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.